Event description:
The customer contact reported air in the tubing set distal to the pump with no pump alarm. The pump was returned to the biomedical department with a report during a delivery of an unspecified medication air was noted distal to the cassette and the pump did not alarm for air in line. The customer contact reported adverse patient effects and no delay in therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.